Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that following the implant of the deep brain stimulation (dbs) lead the patient experienced a brain bleed, and seizure the following morning, as well as difficulty moving the left side of her body. Multiple computerized tomography scan (CT) was performed, one the day after the implant, and another several days later, and confirmed a bleed along the right lead, an magnetic resonance imaging (MRI) was performed confirming hemorrhage and hematoma. The patients' left upper extremity (lue) is flaccid and is currently regaining movement in the left lower extremity (lle) but is still experiencing difficulty moving her head. The patient was hospitalized and is being transferred to a skilled nursing facility and will continue to be monitored.

Manufacturer narrative:
With all the available information, boston scientific concludes that the cause of the patient experiencing a brain bleed seizure the following the implant of the deep brain stimulation (dbs) devices was confirmed based on record review. The devices remain implanted and not returned; therefore, device analysis could not be done. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The devices remain implanted and were not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states intracranial hemorrhage (which can lead to stroke, paralysis, or death) and seizures are a known risks with the use of deep brain stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The devices were not returned as such physical analysis was not conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is known inherent risk of device.

Event description:
It was reported that following the implant of the deep brain stimulation (dbs) lead the patient experienced a brain bleed, and seizure the following morning, as well as difficulty moving the left side of her body. Multiple computerized tomography scan (CT) was performed, one day after the implant, and another several days later, and confirmed a bleed along the right lead, a magnetic resonance imaging (MRI) was performed confirming hemorrhage and hematoma. The patients' left upper extremity (lue) is flaccid and is currently regaining movement in the left lower extremity (lle) but is still experiencing difficulty moving her head. The patient was hospitalized and is being transferred to a skilled nursing facility and will continue to be monitored. The devices will not be returned as they all remain implanted.